Event description:
It was reported to philips that the host pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was a bootup issue. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system is stuck on the bios drive selection screen. The philips field service engineer (fse) visited onsite to check the system and found the same issue. To resolve the issue, fse replaced the host pc hard drive, restored the ghost image, and recreated the image store. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.